Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that this patient¿s catheter had a visible kink or break approximately 20 centimeters (cm) from the pump connection site. Reportedly, a ¿couple of weeks ago¿ the patient had fell and broke or kinked the catheter. A catheter revision was to have occurred on (B)(6) 2013. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a dye study was attempted and the healthcare provider (hcp) was unable to aspirate from the catheter access port (cap) so dye was not pushed. There was a visible kink shown under fluoroscopy. The patient experienced lack of therapy.